Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type :recharger. Product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. See manufacturer¿s report # 3004209178-2016-05942 for the patient¿s concomitant system. Analysis of the desktop charger (dtc) [(B)(4)] found a bent connector pin on the cable assembly. Evaluation conclusion code applies to the desktop charger (dtc). Evaluation results codes apply to the desktop charger (dtc). Evaluation method codes apply to desktop charger (dtc).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator recharger (insr) was not charging and there was a bent connector pin on the desktop charger (dtc). A replacement desktop charger (dtc) was requested for next-day delivery because the patient was in a discharged state. It was noted that the manufacturer representative used an antenna from their trunk stock, and it was working well. Additional information received from the consumer reported that "the last one was faulty;" it was further clarified that patient was referring to the broken connector pin on the dtc that was later replaced. The consumer also reported that she "did not have the stimulator, [she] had everything else;" it was clarified that this meant that the patient was unable to find her insr and she only had the replacement dtc. The patient thought that her daughter had the insr, but she was not sure. Additional information received from the manufacturer representative later reported that the patient received a new charger and she was able to charge without difficulty. It was also reported that the patient was receiving effective therapy. There were no reported pa tient symptoms, and there was no indication of patient harm. The patient's indications for use included non-malignant pain and radicular pain syndrome(radiculopathies).

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.